Event description:
Time: (B)(6) 2014, 4:00pm - pod activated, blood glucose (mg/dl), bolus (units); (B)(6) 2014, unk time, 320; 9:00am, 370; 5:01pm, 400, 3.0u; 5:04pm - pod deactivated. The customer went to the hospital where she was diagnosed with diabetic ketoacidosis (dka) and was treated with fluids and a potassium drip.

Manufacturer narrative:
The device was not returned for evaluation. We are unable to determine if any product condition could have contributed to the reported hospitalization for diabetic ketoacidosis. Lot qualification records were reviewed and the product lot met all acceptance criteria.